Event description:
Customer reported taking insulin based on high readings received on the freestyle meter. The paramedics were called and the customer was taken to the hospital where she was treated by giving her juice and something to eat. Customer states that her glucose levels became too low due to taking too much insulin based on her readings.